Event description:
It was reported that the tip of a distraction pin broke off in the c4 vertebral body intra-operatively and could not be removed. The patient cannot undergo future mris.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed that the tip of the pin was fractured off. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a distraction pin broke off in the c4 vertebral body intra-operatively and could not be removed. The patient cannot undergo future mris.